Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported allegations of fluid leak, hole, and inflation issues were unable to be confirmed through analysis as one of the cylinders were unable to be functionally tested, however, no leaks were identified within the other components returned. Technical analysis: the cylinder and pump was returned for analysis to our post market quality assurance laboratory. Visual examination of the pump identified the kink resistant tubing (krt) was worn to the filament with no leaks present. Functional testing on the pump identified that the pump valve was unable to correctly be deactivated. Visual examination of the cylinders identified that one of the cylinders was cut in half at the proximal cylinder body location, and had broken fabric threads consistent with wear at a fold in the cylinder body. The second cylinder also had wear at a fold in the cylinder body. The first cylinder was unable to be functionally tested due to being cut in half, the second cylinder performed within specification during functional testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of caused not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due inflation issues from one cylinder rupture as a resulting in fluid loss. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient is very good following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due inflation issues from one cylinder rupture as a resulting in fluid loss. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. The patient is very good following the procedure.